Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with intraperitoneal cefamezin injections (1 g, frequency not reported). The patient was discharged three days after hospitalization. At the time of this report, it was unknown if the patient had recovered from the peritonitis. It was unknown if pd therapy was ongoing. Additional information was requested but is not available.